Event description:
It was reported that during a sleeve procedure, the device misfired on the second firing using a green reload. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired and left outer row fully fired, two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was meant by ¿misfired¿? This was a male patient using a green reload. On the sleeve side the staples were deployed, but they were goal post in shape. When firing the surgeon felt and heard a click when the device popped. This happened two times. The surgeon reported ¿it was like a jump and kept firing.¿ did the device deliver any staples? Yes, see above. If yes, were the staples formed properly? No, goal post in shape on the sleeve side if yes, was the staple line complete? Yes did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No, cut line looked fine on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second was buttressing material utilized? If so, which product? Yes, seamguard was the instrument fired across or near an existing staple line or clip? Yes, near an existing staple line were any unexpected noises heard? If so, when? Click heard when the device popped were any of the forces higher or lower than expected (closing, firing, or opening)? No.